Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 100% stenotic lesion was located in the calcified and moderately tortuous superficial femoral artery. The physician advanced the 5.0x40mm sterling otw balloon catheter to the lesion and inflated the balloon and it ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with a sterling monorail balloon catheter and a non-bsc balloon catheter and the deployment of a non-bsc stent. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.